Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2012, the patient emergently underwent treatment of a ruptured abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis. A trunk-ipsilateral component pxt231418 was implanted left and a contralateral leg component pxc161200 was implanted right. An aortic extender component pxa260300 was implanted proximally. The patient tolerated the procedure. On or about (B)(6) 2017, it was revealed that the pxc161200 component had migrated proximally. The cause of the migration was reported to be tortuosity of the right external iliac artery. A distal type I endoleak was present. On (B)(6) 2017, the patient underwent an intervention to treat the migration. A pxc121400j was implanted distally to the pxc161200 to treat the migration. The endoleak was resolved. The patient tolerated the procedure.